Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock lead impedances measuring 168 ohms. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock lead impedances measuring 168 ohms. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that during shock therapy, an alert was displayed due to the high impedances. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.